Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Two viality units had suction issues at the onset of the case. Backup was used to complete the procedure. The healthcare provider heard sounds like the seal is broken.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. This is a known issue and is being corrected with tv 2026-10 and tv 2026-11. This issue can cause a vacuum leak and when the harvested fat is washed in the chamber, it can cause liquids to leak from near the sliding door. The reported issue is confirmed. The cause is most likely due to the poor retention of the foam tray to the bottom of the chamber assembly. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.